Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patients age range from unknown to 72 years. There was 1 female patient and 1 patient with unknown gender.

Manufacturer narrative:
One sample was returned and one sample was not returned. There was one case with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with a method codes of analysis of production records (3331) and device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).